Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to change the battery that had one bar but had the same issue with a new battery. Customer stated that she still has a blank screen on the insulin pump and has tried 6 different batteries. Customer was sent a battery cap last time but she was still having the same issue. Customer's blood glucose was 212 mg/dl at the time of the incident. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced. Customer had previously called to troubleshoot a blank display and the pump passed the self test. Customer was sent a replacement battery cap but it did not resolve the issue. Customer mentioned that there was some dust on the threading of the pump and when she blew it off, it came off.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display and no expected low battery alarm. The insulin pump was received with cracked reservoir tube lip.